Event description:
An additional sample returned for investigation as the customer indicated the port access huber needle was bent. Additional information: there was no patient harm but all instances did result in a hospital readmission for re-accessing the ports, additionally a continuously infusing medication (blinatumomab) had to be remade. If the patient infusion is off for more than four hours the patient has to be re pre-medicated which likely happened in these cases.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a bent needle is confirmed and was determined to be use-related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed use residues throughout the returned device. It was observed that the needle shaft was bent at an angle. A microscopic observation revealed the distal needle tip was barbed and not sharp. A test of attempting to slide the safety mechanism over the needle tip after microscopic observations revealed the safety mechanism could not advance over the needle tip due to the severe bend along the needle shaft. Insertion of the infusion set into the port may cause the needle to hit the back of the port during use of the product, causing a bent needle. Other causes of bent needles may include insertion techniques or removal of techniques of the device. This complaint will be recorded for future trending and monitoring purposes.